Manufacturer narrative:
Additional information was added. The section f10 (patient code) of this report has been updated. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Post-procedural images were provided and shows circumferential balloon burst and distal nose tip and balloon separation. The circumferential balloon burst confirmed longitudinal balloon damage, the spring stretched distally, and distal inflation balloon and nose tip separated. The nose tip remains in patient¿s right common iliac artery with the balloon likely positioned past the bifurcation. A device history record (DHR) review was completed and did not reveal any manufacturing non-conformance issues that may have contributed to the reported event. The complaints were confirmed per imagery provided. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. Review of DHR revealed no indication that a manufacturing non-conformance contributed to the event. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. A detailed root cause analysis for similar returned complaints has been summarized and documented by edwards in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Per report, ¿the cause for the balloon rupture was the severely native annulus and stj.¿ once ruptured, the balloon would likely have an altered/increased profile that can more easily catch on the sheath tip and prevent the delivery system from entering the sheath, resulting in withdrawal difficulties. To counter the resistance, additional force would likely be applied, which can cause the balloon/nose tip to separate. As a result, procedural factors likely contributed to the reported withdrawal difficulties and balloon and nose tip separation and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. In this case, available information suggests that patient (severe calcification) factors contributed to the complaint event. In addition, the cause for the aortic dissection was procedural factors (device manipulation during removal of devices). The complaint occurrence rate did not exceed the (B)(6)2020 control limit for the applicable trend categories. No edwards defect was identified in the evaluation; therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. UDI (B)(4).

Event description:
During a carotid approach, after successful deployment of 29mm sapien 3 valve with nominal volume, the commander delivery system balloon ruptured circumferentially. During withdrawal of the delivery system through the 16fr esheath, there was difficulty removing the system. It was unclear if the balloon was getting caught on the inflow of the valve or on the sheath. After pulling, there was a release felt and the balloon tore. After the delivery system was removed, a snare was inserted into the patient¿s leg and an attempt was made to drag the balloon into the iliac. The snare became caught on the severe calcification in the iliac, the nose tip of the delivery system separated and lodged in the abdominal aorta in the bifurcation. A vascular surgeon was able to remove part of the balloon and the distal portion of the delivery system, however right iliac flow was comprised as pieces of the balloon/tip remained lodged in the iliac artery. Vascular intervention was performed with an aorto-femoral bypass, leaving the balloon/tip in the patient. The patient had a flow limiting aortic dissection due to attempts to remove parts of the device. The patient is stable after the procedure. The sheath was cut and upon visual inspection of the sheath, there was no apparent damage. The device will not be returned the hospital is keeping the device(s). The patient¿s aorta and stj are severely calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.